Manufacturer narrative:
This device is classified as import for export, therefore 510k is not applicable. Model ec-3890lk is available in the USA with a 510k number k131855. The products was returned to pentax medical for repair. We checked the returned unit and confirmed that the ccd module with drive pcb objective lens cracked. Based on the result, we concluded that it was caused due to the excessive force applied on the ccd module with drive pcb. In addition, we confirmed that the lcb distal cover glass scratched, and the insertion flexible tube discolored; however, they are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report "hr-rpt-0586(image failure)" and/or the risk analysis results, it was evaluated to submit MDR. The correct email address is (B)(6).

Event description:
The time of event is unknown. There was no report of patient harm. Video image failure(objective lens broken).